Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 149 mg/dl the time of incident. Customer stated that the battery cap not damaged. Customer reports there was fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was not free of debris. Customer stated that the insulin pump was exposed to moisture. Customer states the home screen did not appear on the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during the rewind test due to jammed motor gear box and moisture damaged electronic assembly. Unable to perform functional tests, including prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test.